Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Deformation: no observed, due to the device is rupture. Pain: unable to observe, since it is not related to the device. No additional observations were carried out. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, patient came to us with complaints of deformity and pain in the breast area. According to magnetic resonance imaging (MRI) results, left breast implant rupture. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Deformation: no observed due to the device is rupture. Pain: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported patient came to us with complaints of deformity and pain in the breast area. According to magnetic resonance imaging (MRI) results left breast implant rupture. Device has been explanted.